Event description:
Technical services received a call on 10/06/2011. Caller stated that this rv lead impedance went up a bit. Last time it was 357 ohms and today, 10/06/2011, it was 464 ohms, sensing was fine and was not able to get thresholds due to rapid heart rate. Physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).